Event description:
A patient reported one minicap that, according to the patient, had an iodine sponge that was dried out. The patient had discarded all samples. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. No additional information was available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was discarded by the patient. An evaluation could not be performed. If additional relevant information is obtained, then a follow-up report will be submitted.